Manufacturer narrative:
Impact: platen bent caused up occlusion failed. Replaced platen assembly.

Event description:
Investigation found that pump failed over infused >5 percent and impact bent platen causing pump to fail 40 psi test.